Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4). During patient treatment the device would not zero out. Readings were 1 liter off.

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer- (B)(4). Contact person: (B)(6). The device in question was investigated by a maquet field service technician with the following output: the failure could be confirmed therefore the control board was exchanged. Preventive maintenance, functional test and safety check as per service manual was performed. All tests passed. The defective control board is requested to determine the probable root cause in our life cycle engineering. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).

Event description:
Internal reference: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
Device code:2993. The reported failure description was, that the unit would not zero out and the readings were 1 liter off. The device with the serial number (B)(6) was sent to the national repair depot. According to the summary report (B)(4) with work done on 2018-06-01 and 2018-06-04: the control board was replaced. After the replacement the device was checked as per the service manual. The device passed all tests. The rotaflow control board was then sent to the life cycle engineering in rastatt for investigation. The investigation was performed under the number lce04049 with date from 2020-03-04. A rotaflow control board (material number 70103.7533 and serial number (B)(6)), hereinafter called the dut, was received for inspection and testing. The dut was visually inspected; no damaged or missing components were spotted. The dut was mounted in a test device, let run for several hours, restarted and calibrated several times. The described situation; ¿unit would not zero out and the readings were 1 liter off¿ could not be reproduced. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-03-06 with the following outcome: in chapter 5.5 calibration it is described how the user should make the zero flow calibration and what he has to consider when making the calibration. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.35 was reviewed on 2020-03-06 with the following outcome: the most possible causes for the reported failure "unit would not zero out " could be determined as: malfunction of the flow measurement system: zero flow calibration failed, incorrect flow measurement, device used out of specification, and software error. Thus the failure could not be confirmed. The device was used for treatment when the failure occurred. The reported incident was responsible for the complaint. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.